Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported problem could not be reproduced. Previous investigations of similar complaints have been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction and subsequent to the partial stent deployment. Furthermore, the event reported may be use related as rough handling may lead to friction increase. However, as no sample was returned no defect of the device could be verified. Based on the available information and as no sample was returned a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used". Furthermore, the IFU states regarding pre-dilation of the lesion: "predilation of the lesion should be performed using standard techniques."

Event description:
It was reported that during a stenting procedure of the sfa via contralateral access through the groin, the vascular stent could not be released any further after being deployed 3/4 of an inch. Reportedly, the lesion had not been pre-dilated due to occlusion. The delivery system was removed without any issue and another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard.

Event description:
It was reported that during a stenting procedure of the sfa via contralateral access through the groin, the vascular stent could not be released any further after being deployed 3/4 of an inch. Reportedly, the lesion had not been pre-dilated due to occlusion. The delivery system was removed without any issue and another device was used to complete the procedure successfully. There was no reported patient injury.